Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment that the stylus calibration was disturbed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was unable to calibrate. The programmer was returned for service. There was no patient involvement.